Manufacturer narrative:
The product in complaint was not returned to the manufacturer for evaluation. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
It was reported that after the arterial sheath was inserted, the physician took an image to confirm lesion and stent size and immediately noticed a dissection starting at the tip of the sheath. The physician decided to see if he could pass the enroute .014 guidewire through the true lumen before deciding to convert to carotid endarterectomy (cea). Imaging confirmed that the wire was in the false lumen. It was discussed to potentially remove the arterial sheath and close the puncture site with the previously placed purse string, however, the puncture site was rather low and did not allow for a lower stick. Therefore, the physician decided to intubate the patient and convert to cea, while leaving the flow reversal on until ready to place the patch. Flow reversal was on for 43 min. Cea was successful. The patient woke up fine with no stroke symptoms or any other complications. No additional details were provided.